Event description:
The customer had requested a loaner skull clamp (a a2002 but the customer received a a2006). During the surgery, it was observed that the clamp did not fit into the base unit they had (a1079). After the pts' head was positioned. As a result there was a delay of surgery approximately 15 minutes and the x-ray could not be done. The surgeon used another skull clamp and could finish the surgery. The pt did not incur an injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been identified based upon the reported info.